Manufacturer narrative:
There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The 3.5x28mm xience sierra referenced is being filed under a different medwatch report #.

Event description:
It was reported that the procedure was to treat a mildly calcified and mildly tortuous right coronary artery (rca). An attempt was made to advance a 4.0 x 12 mm xience sierra stent; however, it failed to cross the lesion due to the anatomy. No other device issues were noted. Therefore, a 3.5 x 28 mm and a 3.0 x 23 mm xience sierra stent were implanted without issues. However, the patient experienced angina and thrombosis was noted in the rca. Intravascular ultrasound (ivus) was performed to confirm that the thrombosis was successfully treated via aspiration and balloon inflation. Pictures were then taken which revealed that the left system was clotted. The physician believed that the clotting issue on the left side was not due to the stents as the patient was compliant with dual antiplatelet drug therapy (dapt). A hematology consult was performed and the ivus showed that the stents were well apposed to the vessel wall. Balloon inflation was performed to treat the clotting issue on the left side and the patient was stable. There was a clinically significant delay in the procedure as it lasted 3 hours. There was no adverse patient sequela reported. No additional information was provided.